Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned intact, and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead dislodged during the implant procedure. During each attempt to reposition the lead, additional turns of the helix mechanism were required until, during the fourth attempt, the helix mechanism was unable to be extended at all. Another ra lead was successfully implanted. No adverse patient effects were reported. This lead was returned and analysis was completed. This report is updated with the product investigation results.